Event description:
It was initially reported that the driver stripped during use in surgery. Evaluation found that the driver tip may have broken off during the procedure. There were no patient complications.

Manufacturer narrative:
(B)(4). Visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.